Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977d260, lot# va17e6g006, product type: screening device. Product ID: 977d260, lot# va17e6g005, product type: screening device.

Event description:
Information was received from a patient who was trialing spinal cord stimulation. It was reported that there was a confirmed infection on a trial system on (B)(6) 2016. The trial began on (B)(6) 2016, and the system was pulled on (B)(6) 2016 and antibiotics were administered. The patient was reported to be fine and on antibiotics on (B)(6) 2016.